Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of refs4798 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that after passage of PICC catheter, while the guidewire was being removed it unwrapped, so it was needed to remove and dispose the catheter after it passed. It was stated the material has been discarded by the facility because it was contaminated.

Event description:
It was reported that after passage of PICC catheter, while the guidewire was being removed it unwrapped, so it was needed to remove and dispose the catheter after it passed. It was stated the material has been discarded by the facility because it was contaminated. Customer provided to us the additional information below: was there any impact to patient/health professional? No ¿ but after passing the catheter, there is a need for removal due to guide wire failure. Was medical intervention required? It was necessary, medical evaluation to assist in the removal of the dispositor, due to resistance. Was there blood exposure to skin or mucous? If so, were pep actions taken? No. Are there any visual evidences of the issue so it can be seen? No. Was any type of catheter securement utilized? If so, what? Fasteners available in the pass-through kit. Was a new catheter placed to complete the procedure? Not due to fragility of venous.